Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported that pt experienced bent cannulas while using the infusion sets and that the self-adhesive did not adhere properly on 3-4 occasions. There was no insulin leakage, and the infusion sites were located on pt's stomach. Insertion device was used to insert the headsets, and there were difficulties with the preparation or insertion of the headset. Pt will occasionally use the infusion set for 3-5 days. Pt first used this type of infusion set in may or (B)(6), 2011. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Wife was unable to provide additional details. Product was replaced, and alleged product was not available to return for eval.